Manufacturer narrative:
Additional information reported the patient describes the alarm as 2 seconds long loud continuous alarm while all controller indicators were illuminating in red. The controller was not received by the manufacturer for analysis. Log file analysis revealed a controller power-up event and a motor start event on the reported event date. The reported event could not be confirmed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed through log file analysis, which only revealed a controller power-up event and a motor start event on the reported event date. Analysis of the device could not be performed since the device was not returned for evaluation. Without the return of the device for analysis and based on the available information, log file and device history record review a definitive root cause cannot be determined; the controller could not be correlated to the reported event with no evidence of any manufacturing issues or device malfunction causing or contributing to the reported event. (B)(4). The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of all equipment. The IFU and patient manual provide instructions to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to alarms. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient came to a routine visit at the clinic on (B)(6) 2015. The log files were collected and a preliminary analysis showed a controller "power up and motor start" on (B)(6) 2014. The patient stated that they regularly saw switching of the batteries. The facility exchanged the controller. There was no reported patient injury as a result of this event. The controller will reportedly be returned to the manufacturer for evaluation.

Manufacturer narrative:
Pump remains implanted. The controller will reportedly be returned to the manufacturer but has not been received as of the date of the transmission of this report. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The devices listed in this report are used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. Pump remains implanted.